Manufacturer narrative:
It was reported that the hl20 displayed the error message: "runaway". No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation of the device. The fst found dust on the tacho board. After the fst cleaned the board the device works to factory specification. No parts were replaced. According to the getinge field service technician the most probable root cause was determined as contamination of the tacho board with dust, as cleaning fixed the reported failure. The device in question was manufactured on 2018-05-15. The review of the non-conformities during the period of 2018-05-15 to 2023-02-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported error message: "runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that one hl20 pump displayed the error message: "runaway" during daily routine check. No harm to any person has been reported. A getinge field service technician was onsite for an investigation of the device and found that the optical tacho board needs to be replaced. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that one hl20 pump displayed the error message: "runaway" during daily routine check. No harm to any person has been reported. Complaint ID: (B)(4).